Event description:
During the laparoscopic fundoplication procedure, after a while the generator indicated error code for instrument. They used another shear and after a while got error codes for instrument failure. When the nurse cleaned the shear she noticed that the blade is broken into two pieces. No consequences for the pt.